Event description:
The customer stated that she had been receiving blood glucose readings that were higher than usual. While troubleshooting the meter, it was determined the meter was missing segments.the customer did not allege any adverse events due to the missing segments.the meter is to be returned for evaluation, and a replacement meter will be sent.